Event description:
It was reported to philips that the measurement panel for the device showed signs of physical wear. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the measurement panel for the device was worn and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the measurement panel. The measurement panel was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the measurement panel for the device showed signs of physical wear. There was no patient involvement.